Event description:
The patient had a foley catheter inserted early a.m. With some urine output recorded during the first few hours of placement. Later the nurse noted that the patient had a distended abdomen. The patient had no urine output in the foley catheter. Patient's blood pressure/pulse had elevated. The patient's bladder was scanned for > 999 ml. A new foley was placed for an immediate return of 1200 ml clear yellow urine. The patient's vital signs were stabilized and the patient's abdomen was soft and non-distended. No visible defects were noted in the foley catheter and it was not saved. No adverse effects to the patient.